Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's husband reported that patient was found deceased in her home by patient's daughter. Patient was not taken to the hospital. Paramedics were not called. Patient's husband is not sure of the cause of death. Patient was not using dexcom equipment the week of her passing, as patient was out of sensors. Patient's daughter performed as finger stick blood glucose (bg) test a few hours before patient expired. It was reported that patient's bg was 288 mg/dl. Patient's husband reported that patient was taking other medications but he does not recall the names. Additionally, patient's husband was complimentary about the dexcom continuous glucose monitor (cgm), while they were able to use it. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. A root cause can not be determined without the certificate of death.